Event description:
Pt underwent exploratory laparotomy 6 weeks prior to event (8/3/95) for gunshot wound to the abdomen. Staples fired & were unformed. Bowel needed to be re-anastamozed (reanastomosis) anticipated. Also caused add'l 100cc blood loss with prolonged surgical time.